Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken, causing ECG c and ECG d to not recognize. The belt did not pass falloff testing. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.